Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through im-CAPA-(B)(4).

Event description:
The facility representative contacted baxter (B)(4) to report a single-day infusor that did not work properly. The reservoir ruptured during patient use the device was filled with a chemotherapy treatment consisting of (B)(4) and (B)(4). The patient was at home when the reservoir ruptured and the drug remained inside the housing. The device was not stored in a fridge or under light before use. The expected duration of the infusion was 22 hours. The drug was filtered during reconstitution. During filling, no filter was used. The patient did not have therapy. There was no visible glue on the surface of the reservoir. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.